Manufacturer narrative:
Analysis found the user of the torque wrench loosened the setscrew incorrectly causing it to unseat form the connector block. The problem was caused by user incorrectly loosening the setscrew. No device anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15621. It was reported that during the implant procedure, when the lead was insert to the pacemaker high impedance was noted. The lead was pulled out of the pacemaker and attempted a second time but could not be re-inserted. The physician found that the top of the lead was a little bent. The lead was not used, and a new lead was implanted. The new lead still could not be fixed. A new pacemaker was implanted, and the problems were solved and completed the procedure. The patient was in stable condition.